Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use catheter only inflated on one side, once trying to remove catheter at end of case the whole 5ml inserted could not be removed from the balloon. Catheter required to be removed by general surgery team with the balloon partially inflated. Cim entered as potential harm to patient.